Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The moderately calcified, 90% stenosed lesion was located in the severely tortuous mid circumflex (cx) artery. The physician attempted to direct stent with a taxus express2 3.0x12mm drug eluting stent. The stent was unable to cross the lesion and while pulling the stent back into the launcher guide catheter, the stent dislodged off of the stent delivery system at the tip of the guide catheter. The stent had only been inserted once when the dislodgment occurred. The physician tried, unsuccessfully, to retrieve the dislodged stent with a microvenous snare. A 3.0x15mm maverick balloon was used to crush the dislodged stent into the proximal wall of the cx and then a taxus express2 3.0x12mm stent was deployed to secure the dislodged stent. The lesion site was treated with ptca only, using a 2.5x15mm maverick balloon. No further complications were reported. Patient status is reported to be satisfactory.